Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the unit was unable to calibrate but during evaluation electronic component burning smell detected.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, d10, g4, g7, h2, h3, h4, h6, h10. UDI: (B)(4). On (B)(6) 2018, it was reported that the unit was unable to calibrate but during evaluation electronic component burning smell was detected. The customer returned an a.t.s. 4000 tourniquet device, serial number (B)(4)., for evaluation. The device history record (DHR) review was not performed since this investigation falls within the scope of limited investigation process of zimmer biomet as the device functioned as intended and there were no faults found during initial inspection. Zimmer biomet surgical has not previously repaired/evaluated a.t.s. 4000 tourniquet serial number (B)(4). As documented in the repair reports in livelink. Product review of the a.t.s. 4000 tourniquet on (B)(6) 2018 revealed that the complaint was not confirmed. The device experienced a clean power up and calibrated with no issues. There was no burning smell and the device operated as intended. The software also needed upgraded to the latest version. Repair of the a.t.s. 4000 tourniquet was performed by zimmer biomet surgical on (B)(6) 2018 which included upgrading the software to the latest version. A.t.s. 4000 tourniquet, serial number (B)(4)., was then tested and functioned properly. It was repaired, inspected and tested. The reported event was not confirmed since the device functioned as intended during product review. The reported event was not confirmed since the device functioned as intended during product review; hence, a root cause cannot be determined. There were no other issues with the device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.